Manufacturer narrative:
Additional information provided in d.9., e.1., h.3., h.6. And h.11. The product was returned for analysis, and the reported complaint was observed. The device was returned loose in the product carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has not been activated. The iol is positioned incorrectly in the lens bay and is pushed to the side. The iol and haptics are damaged. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. We are unable to determine the root cause for the reported complaint "haptic was cracked during priming," the company preload device was subject to handling, the device was returned with solution dried in it. In addition to this, all iols are 100% cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify that the damage was present when opened and if the product contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that the haptic was cracked. The issue occurred while priming the device. The surgery was completed using a replacement device. There was no patient harm. Additional information was requested, but no further information is available.